Event description:
It was reported that the patient had a pump implanted in 2008, with an initial daily dose of gabalon of 50 mcg. The following month, the dose was titrated to 60 mcg/day for spasm control. The following day, the pt experienced a headache. The patient was treated with 60 mg of loxinin. On this same date, the patient's spasticity started to worsen. Four days later, CT scan and plain x-ray of the back revealed that the spinal catheter was disconnected at the connector. The dose of gabalon was reduced to 50 mcg/day. On the same day, reparative surgery was performed. The spinal catheter was disconnected from the strain relief sleeve. 5 mm of the spinal catheter was excised. The strain relief sleeve was then replaced and the catheter was connected. The headache and worsened spasticity resolved; the patient was recovered on the same day. Per the reporter, the headache and increased spasticity were mild in severity and unrelated to the investigational drug; "the discomfort and worsened spasticity were likely caused by disconnection of the spinal catheter from the strain relief sleeve".